Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative advised the care giver to have the hp end the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual wet sample (product code (B)(4), lot number unknown) with two drain line extension sets and one patient line extension set attached was received for analysis. Visual inspection performed with no issues noted. Functional testing performed on all returned sets included leak testing, clamp function test, clear passage test, device-device interaction testing (homechoice set ran on machine). The sample passed all testing. Reported problem was not verified/duplicated during sample evaluation. The lot number was not provided, so no batch review could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.